Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-05202 and 1627487-2011-05203. The patient received his scs system (for off-label use) on (B)(6) 2010 with one quattrode lead, one wide-spaced quattrode lead, and one dual 4 lead extension. It was reported that the pt had involuntary eye closure when stimulation was on. The pt could not increase stimulation on the program using the quattrode lead; stimulation automatically decreased. An sjm rep observed all contacts as invalid. As a result, both leads and lead extension were explanted and replaced. During the replacement procedure, it was found that the wide-space quattrode lead had pulled out and exhibited invalid impedance. The lead was also missing the #1 contact, which was found in the lead extension.

Manufacturer narrative:
Eval: results: the device was received complete. The lead extension was visually examined under the microscope and no anomalies were found with the exception of discoloration in the lead segment. The lead extension was tested and passed functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.